Event description:
Dr. [ ] was drilling through the adjustable drill guide from oasys and the stop broke off. There were no delays in the surgery and there were no consequences to the patient. She switched to the 12mm drill guide.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the customer reported event of the stop breaking off of an oasys adjustable drill was confirmed via visual inspection of the returned device. The event occurred during screw preparation. The locking pin of the adjustable drill guide detached. There was no surgical delay and no adverse effects to the patient. The manufacturing records review did not reveal any relevant manufacturing issues to the reported event. The returned adjustable drill guide was confirmed to have the pin missing from the internal adjustable shaft (the pin was never submitted). Material analysis of the inner shaft of similar complaints revealed the presence of a pin hole where there was a weld present. Photomicrographs of the cross section through the hole demonstrate a weld zone. The root cause of the weld failure between the missing pin and the inner sleeve cannot be determined on the metallographically mounted sample. No material or manufacturing defects were observed on any of the device features examined. Conclusion: the exact cause of the stop breaking off the drill could not be determined and is likely multifactorial.

Event description:
Dr. [ ] was drilling through the adjustable drill guide from oasys and the stop broke off. There were no delays in the surgery and there were no consequences to the patient. She switched to the 12mm drill guide.